Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qdbexp, and no non-conformances were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty winding former, a paper lid, and several suture pieces of product code ep8735 were received for evaluation, the suture pieces were observed with stress, body fluids, marks on the surface due to the use of the surgical instrument and the ends were cut. The functional test can not be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the suture break or needle pulled off? Suture break. Needle was discarded by ot due to biohazard and sharp object but returned suture. Procedure and event date? CABG. (B)(6) 2021. Any adverse patient consequences and what medical/surgical intervention was performed to manage them? According to nurse, no adverse patient consequences. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a coronary artery bypass graft surgery on (B)(6) 2021 and suture was used. During the procedure, the suture snapped during knotting after anastomosis. There were no adverse patient consequences reported. Additional information was requested.